Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert occurred upon remote monitoring regarding this right ventricular lead. This lead impedance was 2000 ohms, it was gradually increasing and lead safety switch was activated, which changed the lead bipolar pacing to unipolar. Technical services stated that this issue is most likely related to a change of tissue-lead interface, this could include fibrosis and/or calcification. The patient was requested to visit the hospital to check for any lead damages and it was concluded that the cause of this issue is unknown, no lead fracture was confirmed. It would be decide if this lead needs to be replaced or not on a future follow up. No adverse patient effects were reported.